Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was installed and displayed properly. Additionally, evidence of contamination was found under the contrast key contact. The contrast keypad button was unresponsive during testing, all other buttons responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen and contamination under the keypad. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.